Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the device lot and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Procedural films were not obtained for review. The reported event indicated that there was difficulty advancing the delivery catheter system (dcs), and unable to deploy / recapture at approximately 30% deployment. Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that the iliac was tortuous. The problem may have occurred an area of circumferential calcium that was right before a sharp bend in the external iliac. This indicates that the most likely cause of the advancement difficulties was tortuous / difficult patient anatomy. The subject dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. The device was received with the handle components intact. It was observed that the deployment knob and trigger did not retract or advance the capsule. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. In addition, a spine wire break was observed on the subject dcs. Historically, torqueing or manipulation of the dcs against the spine wires by the user may cause the spine wire to break. The instructions for use (IFU) instructs the user not to rotate the dcs as is being advanced. Spine wire break is consistent with the reported information that during attempted retraction and deployment the capsule did not move. When the spine wire breaks the force from the handle is not transmitted to the capsule. Once the spines are broken it is possible to separate the shaft. The user may have torqued the device to due to the reported tortuous anatomy which may have damaged the spine, however, the cause of the dcs damage cannot be conclusively confirmed. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that there was no unusual resistance noted while loading the valve and the valve was successfully loaded and checked on the first attempt. The iliac was tortuous and the anatomy was not overly calcified. The problem may have occurred an area of circumferential calcium that was right before a sharp bend in the external iliac. The angle of insertion was slightly steeper than normal, but the difficulty wasn¿t on initial insertion, but advancing the capsule separate from the inline sheath. No adverse patient effects were reported. Conclusion: the investigation is in progress. Updated data: h6 - device code c63244, eval code method code 4118, eval results code 3233, eval conclusion code 11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the capsule. The handle was intact. The device was received with the capsule partially opened. The deployment knob did not retract or advance the capsule. The trigger did not advance or retract the capsule. The tip-retrieval mechanism was intact. There was damage noticed on the threading of the screw gear. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame at both the distal end of the capsule and along the mid-section to the proximal end of the capsule. Damage was observed to the outer shaft distal to the end of the stability shaft. A hole was observed in the distal portion of the stability shaft. The outer shaft could be advanced underneath the stability shaft by advancing the deployment knobs. A spine break was observed 83.5cm distal to the strain relief. Conclusion: the investigation is in progress additional information was received with updated device information. Updated data: - model#, catalog#, lot#, UDI#;, device evaluated and dev ret to MFR checked;: eval code method 10, eval code result 180 and 3252 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that a capsule separation did not occur. A spine break on the distal end of the delivery catheter system (dcs) was reported. No adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the capsule of the delivery catheter system (dcs) separated from the stability layer during recapture. At approximately 30% deployment, the valve was unable to be deployed or recaptured any further. The valve and dcs were removed from the patient. A different valve and dcs were used for a successful implant.